Event description:
It was reported that an interlink extension set had a missing luer cap which resulted in a leak from the top of the device. It is unknown at which step of the process this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation; however, a photograph was provided by the customer for inspection. During examination of the photograph the interlink injection site assembly was observed to be separated from the top cap injection port. However, the cause could not be identified.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.